Manufacturer narrative:
(B)(4):the complaint device was not received for analysis. The manufacturing batch record review for the reported batch confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4)

Event description:
(B)(4) clinical study. It was reported that following a coronary artery stenting treatment procedure stent under expansion occurred. The lesion being treated was located in the distal right coronary artery with 80% stenosis and was 10 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with direct stent placement and a 3.50 mm x 16 mm taxus liberte stent. Post stent deployment ivus was used which noted stent under-expansion. This was treated with post dilatation with a non-compliant balloon with 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel.